Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user was unable to see insulin drops coming out of the tubing. Reportedly, there were multiple air bubbles leaving the cartridge and going into the tubing. Multiple cartridges were used and the user was able to successfully see drops of insulin coming out of the tubing with the third cartridge. The user's blood glucose level was 450 mg/dl and it was addressed with manual injections.